Event description:
It was reported that premature battery depletion of this device was suspected. A decrease in the battery's longevity by one year was observed between follow-up visits. The patient has been in constant atrial fibrillation since the beginning of this year. The next scheduled follow-up is in approximately two months. This device remains implanted and in service. No adverse patient effects were reported. After technical services (ts) review of device data, normal battery depletion was observed and confirmed. The power consumption of this device was elevated due to sensing persistent high atrial rates. Programming changes were already initiated to reduce power consumption. Ts discussed that the consumption should adjust to current conditions.

Manufacturer narrative:
Device data was reviewed by technical services and observed normal battery depletion. The power consumption of this device was elevated due to sensing persistent high atrial rates. Programming changes were already initiated to reduce power consumption.

Event description:
It was reported that premature battery depletion of this device was suspected. A decrease in the battery's longevity by one year was observed between follow-up visits. The patient has been in constant atrial fibrillation since the beginning of this year. The next scheduled follow-up is in approximately two months. This device remains implanted and in service. No adverse patient effects were reported.